Event description:
It was reported that during the procedure two stents were deployed. A residual stenosis was noted distal to the previously deployed stents. A mini vision was advanced to treat the residual stenosis; however, the stent dislodged at the trunk at the beginning of the ad. The dislodged stent was retrieved with a commercial loop without further complications and another stent was successfully used to treat the stenosis. Reportedly, there was no pt effect.